Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/ no medical intervention, has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that, during preparation for a ptca procedure prior to the use, the coils of the bmw guide were noted to be separated from the core at the tip. Reportedly, there was no pt involvement with this guide wire. No add'l event or pt info is available.

Manufacturer narrative:
During the processing of this complainant, product performance group attempted to obtan complete event information patient information and patient status from the hospital, field contact or distributor.